Event description:
It was reported that a spectrum pump had an issue of failed occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect an downstream occlusion. A review of the event history log revealed multiple "downstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.